Event description:
Physician reported uterine perforation.

Manufacturer narrative:
Off label use of novasure in pt with sounding length exceeding the maximum allowable by the instructions for use (IFU) likely led to uterine perforation. Novasure cavity integrity assessment (cia) test identified the perforation. Device performed as intended.